Event description:
(B)(6) woke in the night with horrible burning in her stomach. She was taken by ambulance to the hospital where they tested the fluid in her dialysis machine, which tested positive for peritonitis. They started treating her this, but her condition continued to get worse and worse. She spent the next three weeks fighting for her life in the hospital, but ultimately lost the battle on "(B)(6)." (B)(6) was treated at (B)(6) hospital in (B)(6). We will sign any consent to release medical records.